Manufacturer narrative:
No device deficiency was reported. Cardiac tamponade is a known potential adverse event documented in product labeling.

Event description:
A pulmonary vein isolation procedure (pvi) to treat atrial fibrillation was performed with all veins treated with the heartlight catheter. During touch up ablation with a radiofrequency (rf) catheter after all veins had been treated, cardiac tamponade was diagnosed by decrease in blood pressure. The drop in blood pressure was reported to have started approximately 10-15 minutes after ablation with the rf catheter began, although the exact time was not recorded. Pericardial drainage was performed to treat the tamponade. In addition to the rf catheter, a ring electrode catheter was used prior to the heartlight catheter during the procedure for four of the pulmonary vein treatments. Because of restrictions due to the coronavirus on hospitals in (B)(6), no further information could be obtained regarding this event. This MDR is being filed because it cannot definitely be determined what device or devices lead to the cardiac tamponade.